Event description:
It was reported that the device went into backup vvi mode after attempting a cyber security update. No patient was involved. The device was returned for analysis.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and it was due to a hardware error code reset caused by the telemetry interruption. The telemetry interruption is consistent with user error during communication with the device. The device was tested on the bench and no other anomalies were observed.